Manufacturer narrative:
Data from laptop were never provided for investigation. The company representative confirmed that the issue was solved by restarting the server in iqview settings. An error due to the hospital network was suspected but as no data were provided the cause for the issue remains unknown. The event described in the complaint cannot be verified. Based on the investigation performed, the technical root cause of the event remains undetermined.

Event description:
Currently the site can push images to the rosa laptop but not retrieve them using the rosa laptop. The images can still be queried¿ but there is no ability to actually download them.

Manufacturer narrative:
The device identification information was received. D4 unique identifier (UDI) #: (B)(4).

Event description:
Currently the site can push images to the rosa laptop but not retrieve them using the rosa laptop. The images can still be queried¿ but there is no ability to actually download them.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Currently the site can push images to the rosa laptop but not retrieve them using the rosa laptop. The images can still be queried¿ but there is no ability to actually download them.